Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level above 570 mg/dl. Reportedly, contact alleged a resume pump alarm had occurred as a "potential cause" of the hospitalization. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.